Event description:
I have suffered from a variety of symptoms including chronic urticaria (onset 2015), cystic acne ((B)(6) 1998 to current), chronic fatigue, migraines, ocular migraines, depression, heart palpitations, anxiety, severe brain fog and debilitating memory loss along with hormonal symptom fluctuations not identifiable through blood work but symptomatic, joint pain, shoulder and neck pain, hair loss/thinning hair, weight gain, insomnia, inflammation and early onset thyroid disease... These are all symptoms my physician believes to be caused by my breast implants as bloodwork levels are all normal. I now have to take monthly xolair shots, sleep medication and anti depressant. The symptoms continue to worsen. I will be explanting soon. FDA safety report ID# (B)(4).